Event description:
A report was received that the patient underwent an ipg replacement procedure per patients preference. No device malfunction was suspected. The patient was doing well postoperatively.